Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-may-2024, it was reported by the patient that he receives an alarm. In troubleshooting no specific reason is found for the alarm. No further information was available.